Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to damaged or broken component include: 1. Damage sustained to the flow valve unit could have been caused by coming in contact with another portable object/machine, bad handling practices or dropping the unit. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that button is missing. No back up device was available. No patient injury was reported.